Event description:
In 2009, the patient reported that her infusion device was no longer working and she had switched to her backup infusion device. Upon follow up two days later, the patient stated that the up button of her infusion device stopped working a "couple" of weeks ago and her blood glucose elevated to "hi" on her blood glucose monitor. She was hospitalized for 5 days and diagnosed with diabetic ketoacidosis. She was using injection therapy while in the hospital and then connected to her backup infusion device after being released. She stated that the infusion device was not dropped or exposed to water. Her target blood glucose level is 180 mg/dl. Product was replaced and requested to be returned for evaluation.